Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. This device was reported to be cutting in and out during a procedure. The device in question was not returned for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time, if additional information becomes available, this report will be supplemented.

Event description:
It was reported that during the procedure, the generator was cutting in and out. An instruction manual for the generator and information on obtaining the biomedical test kit was sent to the customer. Although requested, additional information has not been received.